Event description:
As reported, a 6/7f mynxgrip did not deploy. Hemostasis was achieved using manual compression for approximately 30 minutes. There was no reported patient injury. The mynx vcd was used in an interventional peripheral procedure with an antegrade approach. The deployer was mynx certified. The patient did not have any relevant medical history. A non-cordis 6f sheath introducer was used. The femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial, with a diameter verified to be greater than or equal to 5 mm, no vessel tortuosity, and no presence of pvd/calcium in the vicinity of the puncture site. The device was stored as per the instructions for use (IFU). The user shuttled down completely, with no significant resistance when shuttling down and no unusual force applied when retracting the sheath. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
As reported, a 6f/7f mynxgrip did not deploy. Hemostasis was achieved using manual compression for approximately 30 minutes. There was no reported patient injury. The mynx vcd was used in an interventional peripheral procedure with an antegrade approach. The deployer was mynx certified. The patient did not have any relevant medical history. A non-cordis 6f sheath introducer was used. The femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial, with a diameter verified to be greater than or equal to 5 mm, no vessel tortuosity, and no presence of peripheral vascular closure device (pvd) / calcium in the vicinity of the puncture site. The device was stored as per the instructions for use (IFU). The user shuttled down completely, with no significant resistance when shuttling down and no unusual force applied when retracting the sheath.a non-sterile ¿mynxgrip vascular closure device 6f/7f¿ involved in the reported complaint was returned for investigation. Upon visual inspection, the shuttle was found engaged to the black handle. A syringe was connected to the device at the time of receipt. The advancer tube was observed to be exposed on the shaft of the device. It was noted that the sealant was not included for evaluation. Additionally, the stopcock was found in the open position. A non-cordis catheter sheath introducer (csi) was also received inserted onto the device. The device was thoroughly inspected for any signs of damage that could have contributed to the reported event. No visible damage or anomalies were observed during the evaluation. The sealant was not returned for evaluation; therefore, no deployment test could be performed on the returned device. However, the shuttle cartridge was retracted and was able to be advanced and retracted to the black handle without issue, per the mynxgrip IFU. Additionally, an inflation/deflation test was performed on the balloon of the returned device. During this evaluation, the balloon was fully inflated, and pressure was maintained. The balloon was successfully inflated and deflated in accordance with the mynxgrip IFU.the reported event of ¿sealant-failure to deploy¿ was not observed through analysis of the returned device since the sealant was not received, and there were no issues noted with the device¿s deployment mechanism during functional analysis. The exact cause of the issue experienced by the customer could not be determined during product analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to failure to deploy reported since the device was returned with the advancer tube deployed on the catheter shaft and the sealant was not returned, indicating it was deployed off the device. However, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment (even though the user reported that the shuttle was shuttled down completely), possibly contributed to the issue reported by the customer since there were no anomalies noted to the device that could have contributed to the issue reported. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.